Event description:
A report of a patient's scs system that was explanted was received. The infection was located at the lead site on the midline incision. The patient is reportedly doing well after surgery.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were discarded by the medical facility.